Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer reported that since a month her blood glucose readings were not being stored in the memory of the contour next ez meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter was sent to the customer.